Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site postal code: (B)(6). E1 - event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that before use the cs100 intra-aortic balloon pump (iabp) occasionally reports a system malfunction upon startup. There is no patient involvement and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and determined it was related to the solenoid driver pcba. The solenoid driver pcba was replaced, after which the device operated normally. The unit passed all functional and safety tests to manufacturer specifications.